Event description:
The hcp reported the patient was experiencing thoracic radiculopathy. This new pain started under their breast and traveled to their back. An MRI with contrast demonstrated a cranuloma at the level of t9. The granuloma was surgically removed. The patient's symptoms are back to baseline and there are no neurological affects from the former granuloma.